Event description:
It was reported that a user experienced a pairing failure with a new dexcom g7 sensor when the old sensor¿s pairing code was entered, after which the user obtained the correct code on the new sensor box and successfully paired the sensor; this reflects a usage issue involving an incorrect procedure and does not implicate a specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information the user provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.